Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's histroy to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt complained of a sharp, searing pain at his right ipg pocket site. He stated that he felt this when stimulation was on or off. The pt reported that his ipg pocket site was moved from his right back to left back due to his pain complaint. However, the pocket pain in the right back still persists. He reported that he does not feel pocket pain in the new location. The pt also stated that the physician had cleaned out scar tissue at the old pocket site, but this did not resolve the issue. The pt plans to discuss the issue with his physician. No further information is available at this time.